Event description:
The customer called to report unresponsive buttons. The insulin pump alarmed empty reservoir, and the customer was unable to clear that alarm. The customer also reported that he was hospitalized due to high blood glucose levels, but he did not want to provide further information. The reported blood glucose reading at the time of the call was 200 mg/dl. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.